Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s ins would get warm while charging. The rep stated that the patient routinely demonstrated non-compliance when charging the ins. They interrogated the ins to confirm that the patient was able to get a good coupling connection. The patient was advised to charge more routinely with a better connection to limit the length of time it would take them to charge the ins, so that it would not get warm. The rep stated the issue was resolved. No further complications were reported.